Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The connection tube was broken/cut/loosen (the glue?) In pleura drainage and the patient had been taken thorax for ensure that he/she has not pneumothorax. He/she had not.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations and non-conformances were recorded. A review of returned product from the customer was performed. Visual inspection confirmed d bag connecting tube was separated from the male funnel and the complaint was confirmed. A possible root cause of this issue could be manufacturing error(glue not applied properly on the extension tube). Supervisor of the area has been notified of this issue and training was provided to ensure operator understood the procedure to prevent this issue in the future.

Event description:
The connection tube was broken/cut/loosen (the glue?) In pleura drainage and the patient had been taken thorax for ensure that he/she has not pneumothorax. He/she had not.